Event description:
It has been reported to co that debris had been detected inside the packaging of this device. Reportedly, "foreign matter" was noted. There was no patient involvement. The device is being returned for co's analysis.